Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having low blood glucose. Customer's blood glucose was 15 mg/dl at the time of the incident and customer was hospitalized. Customer's current blood glucose is 120 mg/dl. Customer has treated with food and glucose tablets. Customer has been experiencing low blood glucose and was in the hospital for 2 hours. Customer declined troubleshooting and will call back.